Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) /2023, it was reported that the patient lost consciousness. The patient cannot recall what led up to her losing consciousness. The patient is also not aware of who found her and called for assistance, but she was transported to the hospital. At the hospital, she was treated with IV fluids containing glucose. At some point, the patient¿s cgm was reading 81 mg/dl and the bg meter was reading 60 mg/dl but it unclear if this happened at the time of the event or after the patient was treated. The patient was discharged home after her bg levels stabilized. At the time of report, the patient had some numbness on her right cheek and lower lip. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the a zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.